Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 41.5, 93.5, 102.0, 138.0 and 139.0 cm from the proximal end. The pusher assembly mid-joint was advanced distal to the introducer sheath friction lock. The introducer sheath friction lock was wrinkled. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). An offset coil wind was present on the distal end of the embolization coil. Conclusions: evaluation of the returned smart coil revealed pusher assembly kinks. If the device is forcefully mishandled while advancing against resistance, damage such as pusher assembly kinks may occur. During functional testing, the smart coil was advanced through its introducer sheath and then through a demonstration microcatheter with resistance due to the pusher assembly kinks. The non-penumbra microcatheter identified in the reported complaint was not returned for evaluation; therefore, the root cause of the initial resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician placed a non-penumbra guide catheter and a non-penumbra microcatheter in the target vessel, then implanted ten coils. While advancing a smart coil within its introducer sheath, the physician experienced resistance and subsequently, the smart coil pusher assembly kinked. Therefore, the smart coil was removed. The procedure was completed using another smart coil and 52 other coils. There was no report of an adverse effect to the patient.